Event description:
#45 - red cell pump alarm occurred x4 at 1171 ml, 1199 ml, 1228 ml & 1269 ml of wbp (whole blood processed). Collect rate decreased from 35 to 20 ml/min and return rate decreased from 40 to 25 ml/min. Bowl optic sensor gradually decreased from 150 to 120. Target wbp lowered to 1269ml to initiate buffy collection. There was no interference with treatment and a successful wbc collection was completed. Patient stable and asymptomatic. Therakos notified who recommended that the kit be returned for further investigation.